Event description:
Customer reported receiving a glucose reading of 95mg/dl from his freestyle freedom meter. Customer also reported experiencing symptoms of dizziness, lightheadedness, unable to communicate with family member and "unable to speak". Paramedics were called and they obtained a reading of 45 mg/dl with their hcp meter. Customer was being treated with food and glucose tablet. There was no report of diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.